Event description:
The patient received his scs system on (B)(6) 2009 including an ipg. It was reported the patient lost stimulation. The patient's charger and programmer can no longer locate the ipg. An sjm representative met with the patient to try to resolve the issue, but was unsuccessful. Surgical intervention will take place on a later date. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.